Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit high pacing impedance. Multiple repositioning attempts at different locations were made but were unsuccessful. The rv lead was not used and replaced. The patient was stable throughout the procedure.